Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging unit powers off during use. The reporter alleged that "meter briefly turns on when strip inserted, goes blank immediately. Meter can be turned on manually, strips also work with backup device." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (09/18/2014). The lay user/patient¿s meter has been returned on 08/26/2014 and evaluated by lifescan product analysis on 09/11/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.